Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that auto mode feature on insulin pump was not active due to insulin flow blocked alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose after changing infusion set. The customer¿s blood glucose value was 400 mg/dl. The customer did not provide information about symptoms and treatment. The insulin pump will not be returned for analysis.